Event description:
User received intermittent erroneous calcium and creatinine results. He estimated 7-10 patient samples were involved. He noted several patient results were low, so he repeated the samples on another analyzer at the site and the results were normal. He provided one example of discrepant results for calcium: initial results of 2.7 mg per dl. After loading a new reagent pack and calibrating, the result was 4.6 mg per dl. The same samples repeated again on the other analyzer were normal. Specific values for what the user considered normal was not provided. The customer refused to provide any additional information. No erroneous results were reported.

Manufacturer narrative:
The field service representative determined there was a vacuum line flow restrictor blockage and a problem with the low concentration waste bottle drain valve. He cleared the flow restrictor, disassembled, cleaned and lubricated the low concentration waste bottle drain valve. Calibrations and qc were performed.